Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a chemotherapy patient was receiving cytarabine at a continuous rate of "22.7cchr", noted to be infusing properly around 12:30pm, but the flush bag was found dry around 6:00pm, with "200 cc" of chemotherapeutic drug remaining in the cytarabine bag. Upon removing the barrel clamp, it was noticed that the unspecified bd phaseal¿ connector and injector had separated from each other, and it was estimated that at least 4 hours worth of continuous cytarabine infusion was not delivered to the patient as a result. The patient had reportedly been newly diagnosed with "apml" and had suffered a subarachnoid hemorrhage before the event, and was on day 3 of 7 for continuous cytarabine with a plan to stop the chemotherapy treatment at the end of the infusion that day. As a result of the connector separation, the patient's medication delivery was delayed by "4 hours". This complaint was created to capture 1 of 6 related incidents. The following information was provided by the initial reporter: "patient was receiving cytarabine continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag of cytarabine. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion cytarabine was not infused into the patient. This particular patient was newly diagnosed with apml and suffered a subarachnoid hemorrhage and was made comfort measures later that night¿ so the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7 of continuous cytarabine). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in july of 2017, there were two patients who lost hours of continuous infusion cytarabine when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing¿ and the patient did not go for any tests/pull at his lines per rn."

Event description:
It was reported that a chemotherapy patient was receiving cytarabine at a continuous rate of "22.7cchr", noted to be infusing properly around 12:30pm, but the flush bag was found dry around 6:00pm, with "200 cc" of chemotherapeutic drug remaining in the cytarabine bag. Upon removing the barrel clamp, it was noticed that the unspecified bd phaseal¿ connector and injector had separated from each other, and it was estimated that at least 4 hours worth of continuous cytarabine infusion was not delivered to the patient as a result. The patient had reportedly been newly diagnosed with "apml" and had suffered a subarachnoid hemorrhage before the event, and was on day 3 of 7 for continuous cytarabine with a plan to stop the chemotherapy treatment at the end of the infusion that day. As a result of the connector separation, the patient's medication delivery was delayed by "4 hours". This complaint was created to capture 1 of 6 related incidents. The following information was provided by the initial reporter: "patient was receiving cytarabine continuous at a rate of 22.7cchr--- chemotherapy was noted to be infusing at 1230pm and nurse was called to bedside at approximately 6pm where it was noted that the flush bag was dry and approx. 200 cc remaining in the bag of cytarabine. When she removed the barrel clamp---she noted that the injector and connector had become disengaged. She estimates at least 4 hours of continuous infusion cytarabine was not infused into the patient. This particular patient was newly diagnosed with apml and suffered a subarachnoid hemorrhage and was made comfort measures later that night so the plan was to stop the chemotherapy upon the end of the infusion that day (he was day 3 of 7 of continuous cytarabine). However, loss of this drug where the goal is continuous cell death with the cont infusion is a big deal. When we first went live with phaseal in july of 2017, there were two patients who lost hours of continuous infusion cytarabine when the phaseal became disengaged. That why we now use the blue barrel clamps for all infusions to ensure this does not happen. Concerning that the barrel clamp is not preventing the problem. We did not save the bag/tubing. And the patient did not go for any tests/pull at his lines per rn."

Manufacturer narrative:
Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A DHR could not be performed as there was no lot# reported.